Event description:
Duplicate of event registered under bd ref# (B)(4).

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that this event is a duplicate of event registered under bd ref# (B)(4). This MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Defect infection: ¿pjp ophthalmology together with medinfo informed qa in (B)(6) 2024, that an eye clinic in sweden have had a cluster of patients (9 patients) with sign of infection (intraocular inflammation) after treatment (performed different times, different patients) with vabysmo." Neither the sample nor any photographs are available. This is a notification only. No investigation is currently requested. Please acknowledge the reception of this complaint.